Event description:
It was reported that the device did not provide pain coverage and was removed. There were no injuries, and the patient recovered without sequela from the removal.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, product type extension; product ID neu_unknow n_ext, product type extension; product ID 3550-39, lot# n246304, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis for stimulator nks200597h revealed a hybrid anomaly. The ins was received with no telemetry. The device was recharged for 1 hour and 58 minutes. The battery charged from 3.585v to 3.785v. The battery discharged rapidly. Adaptive stimulation feature functioned intermittently during lab testing. Analysis confirmed the anomalous accelerometer and stimulus output features. After removing the battery supply from the hybrid, the device became fully function. Final device analysis for extension (unknown serial) revealed no significant anomaly. Final device analysis for extension (unknown serial) revealed no significant anomaly.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins), serial# (B)(4), found that the hybrid had an anomaly of unknown cause.

Event description:
Updated to: it was reported that the implantable neurostimulator (ins) was not providing pain coverage. The patient had requested that the device be removed and the device was explanted on (B)(6) 2012. There had been no patient injury and the patient recovered without sequelae.